Event description:
Event description guidant received information that during the implant procedure, this lead was bent while attempting to insert the lead into the introducer. The lead displayed abnormal impedance measurements and the lead was suspected to be fractured. The lead was not implanted and another lead was successfully placed using another introducer.